Event description:
It was reported that the patient presented to the hospital for a device check. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise and was undersensing intermittently. Programming changes on the atrial sensitivity were made. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the right atrial (ra) lead noise was intermittent. Programming changes on the atrial sensitivity were made to address the noise issue. No changes or interventions were done to address the intermittent undersensing issue; the patient will continue to be monitored.